Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at "I want to say 145 mg" at an unknown concentration via an implantable pump for intractable spasticity. It was reported that the patient had increased spasticity and dystonia in her neck, so they took the bolus functionality off "because she was getting too much medicine". It was then clarified the patient had been having dystonia for the last six months or so and the spasticity just started about 2 weeks before the last refill, which was 2 weeks ago. It was also stated that the patient wanted to get bolus functionality back. No further issues were reported or anticipated.